Manufacturer narrative:
Concomitant medical products: 690r34 heart ring, implanted: (B)(6) 2016; ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, and loss of capture and sensing. The lead was noted to have dislodged, and was floating in the patient's atrium. A revision procedure was performed to extract and replace the ra lead. No patient complications have been reported as a result of this event.